Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56 mm evoque procedure, where approximately three months post-implantation, the patient presented with stenosis, exhibiting a high gradient across the evoque prosthesis. Despite intensified anticoagulation therapy administered for over a month, the elevated gradient persisted, prompting the need for a valve-in-valve (viv) intervention. The patient presented with a poor condition due to pre-existing renal dysfunction prior to the valve-in-valve procedure. The viv procedure was performed using a sapien valve, which was successfully positioned as intended. Following the procedure, the mean gradient decreased from 8 mmhg to 5 mmhg. To further optimize valve performance, the treating physician considered balloon dilatation using a 29 mm non-compliant balloon. The patient passed away approximately 4 days after the viv procedure. According to the medical opinion, the primary contributing factor to the poor outcome was that the patient already was in multi-organ failure and the viv was too late.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The reported event for "stenosis" was unable to be confirmed because no imaging had been provided for analysis. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Per the event, stenosis was observed 3 months post-implantation with a high gradient across the evoque valve. The patient was administered intensified anticoagulation therapy for over a month without a reduction in gradient. Eventually a valve-in-valve (viv) was performed using a sapien valve that resulted in a gradient reduction from 8mmhg to 5mmhg. The patient had passed away shortly after the viv. With the available information, the stenosis was can be related to patient factors that significantly increased the risk of thrombosis or thrombus formation (e.g., resistance to oral anticoagulants). Additionally, the stenosis could have resulted from the onset of multi-organ failure. However, it was unclear when the multi-organ failure had started. Although a definitive root cause cannot be determined because imaging had not been provided for analysis, it was likely related to patient conditions.